Event description:
It was reported that this right ventricular (rv) lead dislodged, resulting in oversensing of the right atrial lead, and inappropriate anti-tachycardia pacing (atp) delivery. Surgical intervention was performed to reposition the lead; however, the lead experienced helix extension/retraction difficulty. Therefore, the physician elected to replace this lead for a new one. No additional adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, there was a system closure fault observed with this right ventricular (rv) lead. No adverse patient effects were reported. This device was received for analysis.